Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The improper shutdown was verified. The cause was found during a visual inspection as depressed battery contact pins affecting direct current operation. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shutdown. There was no known patient injury or medical intervention associated with this event. No additional information is available.